Manufacturer narrative:
Please note: events occurring prior to (B)(6) 2020 have been captured under previous MFR report # 2017233-2020-01001. As it is unknown which gore device may have caused or contributed to the reported event, the following device will be included in this report: tgmr404015j/21364109, UDI: (B)(4) a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® tag® conformable thoracic stent graft instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to endoleak, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and death. Additionally, per IFU, care should be taken when ballooning in patients with a history of aortic dissection. Inadvertent pressurization of the false lumen may result in retrograde dissection or damage to the septum.

Event description:
On (B)(6) 2020, the patient underwent emergent endovascular treatment for a thoracic aortic rupture caused by a type b dissection using two gore® tag® conformable thoracic stent grafts with active control system (ctag-ac). A 34mm ctag-ac device (tgmr343415j) was implanted distally, and a 37mm ctag-ac (tgmr373710j)device was implanted proximally. The left subclavian artery was then embolized with vascular plugs. Procedural angiography reportedly revealed a suspected proximal type I, but the physician decided to take a wait-and-see approach. The procedure was completed. On (B)(6) 2020, follow-up CT imaging reportedly revealed that the proximal ctag-ac device placed in zone 2 during the initial procedure had migrated close to zone 3. Moreover, the endoleak still remained. On (B)(6) 2020, a re-intervention took place whereby a surgical debranching procedure was performed, and an additional ctag-ac device (tgmr404015j) was implanted just below the brachiocephalic artery. Ballooning was performed, but the endoleak remained. Therefore, another ctag-ac device (tgmr404010j) was placed proximally. The partial uncovered stent of tgmr404010j was partially placed in the brachiocephalic artery intentionally. Another ballooning was performed and the endoleak was resolved. The re-intervention was completed and the patient tolerated the procedure. On unknown date, the patient was discharged from hospital. On (B)(6) 2020, the patient presented to another hospital with a retrograde type a aortic dissection. On the same day, the patient expired. According to the report, the devices implanted on (B)(6) 2020 are suspected to have contributed to the type a dissection, but the cause could not be confirmed. No further information was available.